Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen on a receiver with an unknown serial number. However, a receiver with a serial number of pg235g07fc00001718 was returned for evaluation. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and the button test failed. Manual button tests were performed and failed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was confirmed. The probable cause was determined to be defective buttons. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen on a receiver with an unknown serial number. However, a receiver with a serial number of (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and the button test failed. Manual button tests were performed and failed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was confirmed. The probable cause was determined to be defective buttons. No injury or medical intervention was reported.